Event description:
Litigation papers allege that the patient suffered left foot pain, numbness and weakness; hip dislocation(s) requiring closed reduction; inflammatory arthropathy; lymphocytic type response; non-contained fluid accumulation; leg length discrepancy; altered and weakened gait and balance; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom and avascular necrosis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised. Reason for revision was not provided. **update** (B)(4) 2012 litigation papers allege that the patient suffered left foot pain, numbness and weakness; hip dislocations(s) requiring closed reduction; inflammatory arthropathy; lymphocytic type response; non-contained fluid accumulation; leg length discrepancy; altered and weakened gait and balance; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom and avascular necrosis. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.